Event description:
It was reported that the firing botton on holster looks bent and is very difficult to press. The customer stated that the case was completed successfully using holster. Evaluation. Of device requested. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.